Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the toggle switch on the hemopro device remained in the "on" position after it was connected and placed inside of a drape pocket. The hospital staff observed smoke and discovered the device had burned through the drape. The device was disconnected and removed from service. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).